Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the issue with the icon in the screen started on saturday morning prior to the date of this report. The patient inquired if they had pushed a wrong button on the programmer. The patient usually had group b with a check underneath and should be a lightning bolt. While checking with the remote the adaptive stimulation was somehow turned off. When the patient was in the sitting/laying/upright there was nothing showing the changes of the position and normally in the past it would show the position. The patient had not normally turned off unless it somehow got turned off by accident. The patient had always had a bar graph or lightning bolt. About a month prior to the date of this report the patient thought there had been a lighting picture where the bar graph was if she remembered correctly. The patient had met with a manufacturing representative and that was when it was turned on. The patient had 4 different settings with 4 different groups. Adaptive stimulation was reviewed and the patient had turned it off, troubleshooting was done to get it back on. Patient had it off. It was unknown how the patient was doing or if they were receiving therapy. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.